Event description:
Hcp reports pt death. Hcp believes the date of death was in 2003 and that it was not deivice-related. The office was notified of the pt's hospitalization 05/2003. During the hospitalization the pump was "reprogrammed". The pt had a previous refill. In 05/22/2003 with no dosing changes.